Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens folded but unable to inject into the incision without difficulty. The lens was refolded a second time and again unable to inject into incision without difficulty. A new lens opened and no difficulties with injecting lens into the incision. Additional information was provided that there were no issues to resolve regarding patient harm.